Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that an unknown abutment screw fractured inside a biomet implant. The implant was removed.

Manufacturer narrative:
On (B)(6) 2018, no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if were to recur. The customer stated that the screw fractured inside of the implant which led to the removal of the implant but after the investigation of the returned device it was verified that there was no fractured screw inside of the implant. This event is would no longer considered a reportable malfunction that would lead to a death or serious injury if were to recur and no further submission will be needed for this device malfunction where a death and/or serious injury was not reported associated with this malfunction. Zimmer biomet complaint: (B)(4). One osseotite tapered implant with an attached cover screw was returned for investigation. Visual inspection of the as received product did not show any evidence of the alleged screw fracture. There was bone residue along the exterior threads of the implant and collar. The implant was discolored all along the lower portion. There was debris inside the hex of the cover screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gr rev. E (11/15) ¿ biomet 3i restorative products IFU. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complaint was unable to be confirmed, as no fracture was detected. The conditions under which the implant was implanted and subjected to in the mouth are unknown. A singular cause cannot be determined. The following sections have been updated: date of report, MFR site, report source, PMA/510k, if follow-up, what type, device evaluated by MFR.